Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to ¿viscometer failure or mechanical failure". It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore, bard was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient had difficulty to remove surestep male external catheter and experienced blisters. No medical intervention was reported. Per followup via email on 29mar2021, there were 2 instances occurred. One patient had pulled the condom catheter off. It was found that the patient with his penis sunk into self and was stuck. The wound care nurse was consulted and they used a half bottle of adhesive remover used to release the skin to skin contact. For another patient, where a blister had been reported by the patient to the care tech the previous day, but the nurse saw no blister the next day and the condom catheter was left off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had difficulty to remove surestep male external catheter and experienced blisters. No medical intervention was reported.